Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2010. The patient was treated with antibiotics and the post op recovery was successful and she stopped having periods nine months after the procedure. Three months ago, the patient developed excruciating left iliac fossa pain that lasted for about two days. The pain settled spontaneously. One month later, she once again developed this left iliac fossa pain that lasted for about three days. The patient was seen by the physician. An ultrasound at that time showed her to have two sub endometrial cysts, one in the anterior and one in the posterior uterine wall measuring 1.4 x 1.6 and 0.7 x 0.8 cm respectively with a thickened echogenic endometrium. An ultrasound was repeated a few weeks later and which showed two sub endometrial cysts of about 1.2 and 1.8 cm. After her third episode of bleeding, the patient was immediately seen by the physician. Her two sub endometrial cysts had grown to 2.3 x 1.7 cm and were full of echogenic material. It was suspected that the patient had a regeneration of her endometrial lining in one or both cornua with scarring and ablation of her endometrial cavity and endocervical canal, and for this reason she has developed excruciating abdominal pain whenever she has a period.

Manufacturer narrative:
(B)(4). Regeneration of the endometrial lining. Pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.